Event description:
On (B)(6) 2012, the lay user/patient's caregiver (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012 at 3pm. The patient manages his diabetes with insulin (self adjuster); however, it is not clear what action the patient took in response to the reported meter issue. According to the csr's documentation as a result of the alleged meter issue, the patient reportedly developed a symptom of shaking ten minutes later; and at the same time after his symptom began, the patient reportedly obtained a blood glucose reading of "65mg/dl" with an accucheck meter; and the patient consumed a glucose tablet/ glucose get as self-treatment soon after. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time; the test strips the patient was using at the time the alleged issue occurred was within the expiry date and also completely drawing in the patient's blood sample; and the patient was using the correct testing procedure (per owner's booklet recommendation). However, the alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.